Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient who presented with light sensitivity in the right eye two weeks post lasik. The patient noted that driving and looking at the computer are very difficult. The topical steroid eye drops were increased and the patient will be seen for follow up at a later date. Additional information received states that the patient's symptoms have resolved.